Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper femoral stem (00-7711-009-10, 61389207); versys femoral head +0 (00-8018-032-02, 61452283); trilogy acetabular shell (00-6200-052-22, 61417334); bone screw (00-6250-065-25, 61436562). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00010, 0001822565-2018-01457.

Event description:
It was reported the patient underwent a left hip revision approximately 6 years post implantation due to pain. Alval/corrosion/metalosis like symptoms were also recorded. Poly component was noted to be yellowed and scratched. There were no complications or delays reported. No additional information.